Manufacturer narrative:
Initial reporter is a siemens affiliate. Facility telephone number is: (B)(6). Siemens did not perform a technical investigation of the reported event because no product malfunction was alleged, and the circumstances that led to the damage was accidental. The damaged parts will be repaired. Further action is not warranted at this time.

Event description:
It was reported to siemens that after the CT scan has been completed by the somatom definition as system, the user unloaded patient. During this procedure the patient table moves out of the gantry and went vertically down. Reportedly, the accidentally patient knocked the head rest out of its locking mechanism and the head rest dropped between gantry sealing ring and table top. The head rest was squeezed and subsequently damaged the sealing ring (scan window). There was no injury to the patient or other persons. The reporter did not allege a product malfunction. This report was filed with an abundance of caution. The reported event occurred in (B)(6).